Event description:
Implant failed due to loss of osseointegrate. 24.11.2020 17:52:32 cet s. (B)(6). User: (B)(6) received date of the return product:17/11/2020.

Event description:
Implant failed due to loss of osseointegrate.